Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2017-05328. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding an unknown patient. It was reported that the rep read an article that mentioned a patient¿s implant was turned off during a lightning storm. The article did not have any patient identifying information. The rep was to forward the article to complaint handling. No further complications were reported. Follow up was conducted.